Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and removing the device from the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire; however, the reported separation appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5x6 mm nc trek was flushed in the hoop and was prepared for use. The nc trek was loaded on to the 014 sion blue guide wire without issue. The nc trek was advanced without resistance until right before the tuohy when the nc trek would no longer advance on the wire. The nc trek was difficult to remove and fractured in two pieces during removal from the guide wire. Another nc trek was successfully advanced on the same guide wire without incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.